Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 7 mmol/l at the time of the incident. The customer stated that the rim of the reservoir compartment came off and they were unable to lock the vial to the pump. The customer was advised to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.